Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR number: 3006705815-2017-00895. It was reported the patient had a trial implant procedure on (B)(6) 2017. Prior to the procedure, the patient had a heart attack on (B)(6) 2017 but didn't inform the implant physician. On (B)(6) 2017, the patient was admitted to the hospital for circumstances which were unrelated to the trial scs devices. On (B)(6) 2017, the trial leads were removed as scheduled. Follow-up revealed the patient was stable.